Manufacturer narrative:
Investigation results: visual investigation: the drill has been analysed visually and microscopically. We did receive the large fragment of the drill. Approx. 218mm remained. The broken off tip was not provided for investigation. Approx. 24mm are missing, see figure 3 technical drawing. Due to its shape and form, the fracture surface can not be completely evaluated. However, there are no indications for a material failure like blowholes or other material damages. The cutting edges are worn and partially damaged. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report. Malfunctioned device itself was not sold to us only similar devices.

Event description:
It was reported that there was an issue with a e.motion femoral cutting guide. According to the complaint description the tip of the device broke off during surgery. Upon drilling of the distal locking screw, the tip of the drill tip broke off in the distal femoral cortex. Surgeon decided to leave it in patient as it would cause more harm to remove. Drilling was freehand as the correct instruments is not on the set the patient harm is unknown at the moment. Additional informtaion has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference 400484897.